Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2010 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2010 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding wear involving an unknown an accolade stem was reported. The event was confirmed by medical review. Method & results: -product evaluation and results: not performed as the item was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: information is provided from hospital. Pathology and cytology report reveals left hip tissue consistent with fibrous tissue and fibrin deposition with low probability of infection and negative for inflammation. Orthopedic hardware was identified. A frozen section was done which revealed a low probability of infection. Other associated laboratory tests are provided. An operation and procedure report was provided dated (B)(6) 2019 dictated by dr. The preoperative diagnosis was left total hip arthroplasty metallosis and the postop diagnosis was the same. The procedure performed was a revision left total hip arthroplasty with debridement of pseudo-tumor, caseation tissue, femoral head and liner exchange. Multiple frozen sections were negative for infection. Implants utilized were a stryker polyethylene liner and a femoral head with sleeve. Operative findings revealed the abductor tissue and external rotators and capsule to be destroyed due to metallosis and there was a caseating appearance to the abductors and soft tissue around the hip including the capsule. A debridement was carried out. The cup was well fixed and left in place. A new liner was impacted. The femoral head was replaced with a ceramic head with a sleeve. No other information was provided. Conclusion of assessment: this inquiry reports the revision of a left total hip replacement approximately nine years after implantation due to metallosis. I can confirm that this event took place since I was able to review the revision operation report. Regarding the possible root cause of this event, I cannot determine it with certainty. Metallosis is multi factorial including implant factors, surgical technique and patient factors. -product history review: a review of the product history records could not be performed as the device was not properly identified. -complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: the root cause of the event could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical documentation and returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.